Event description:
The report from the clinical study (B)(6) for patient with ID (B)(4) indicated that the patient was previously undergone a coil embolization procedure assisted with an enterprise vrd (B)(4) of the left inter carotid posterior communicating artery, and approximately 8 months after the index procedure, the same aneurysm ruptured. The patient was immediately taken to the hospital, but the patient expired (unknown date). The information was received from the other hospital and no other information was available. According to the physician, the relationship of the event to the procedure was unrelated and to the vrd was also unrelated. The medical history was unknown. No information regarding the characteristics/size of the aneurysm or parent vessel. Mrs was unknown. There is no information regarding antiplatelet therapy, inr, pt, ptt and the occlusion rate of the aneurysm, nor regarding the devices utilized during the procedure. No further information was available and procedural images are not available. After the coils were place, no coil or coils protruded from the target aneurysm. No additional procedures were conducted due to the coil protruding, and there was no thrombus present during initial angiography. No complications occurred during the index procedure that may have contributed to the event. During the event, the enterprise stent was patent, and the enterprise stent was fully expanded, and appose to the vessel wall. No further information was available.

Manufacturer narrative:
Note: lake region lot number 01421603 which is cordis lot number 01421603. Per lake region report (B)(4): lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01421603. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The product remains implanted and is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Please note that after further review of the information, the event does not meet the criteria for reporting. Therefore, no further information will be submitted.